Manufacturer narrative:
C-1314 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reported device is manufactured for corin by greatbatch, therefore a complaint has been raised with the supplier and the device has been sent to them for review. Corin have provided a replacement instrument to the customer. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A trinity mis introducer handle has a visible crack at the weld near the handle.